Event description:
It was reported that the sales representative drained the arctic sun device to complete the water change, the device would not refill. They changed the filler tube but would still not fill. They would arrange for the device. Per review of wo on (B)(6) 2025, there was no patient involvement. Per sample evaluation results received via task on 24jul2025, it was reported that there was a faulty heater.

Manufacturer narrative:
The initial reporter facility name is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty heater. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the heater was faulty. (Arctic sun 5000) no error code observed. Heater was replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Correction: d,f,h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sales representative drained the arctic sun device to complete the water change, the device would not refill. They changed the filler tube but would still not fill. They would arrange for the device. Per review of wo on (B)(6) 2025, there was no patient involvement. Per sample evaluation results received via task on (B)(6) 2025, it was reported that there was a faulty heater.